Event description:
It was reported that the communicator displayed a red call doctor (rcd) icon involving this pacemaker during set-up assistance of the patient's communicator. After review of device episode data, there were right atrial (ra) lead pacing impedance values greater than 3000 ohms which triggered a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that the communicator displayed a red call doctor (rcd) icon involving this pacemaker during set-up assistance of the patient's communicator. After review of device episode data, there were right atrial (ra) lead pacing impedance values greater than 3000 ohms which triggered a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.